Event description:
Consumer complaint of erratic blood results. Back to back blood tests performed were 139 and 296 mg/dl. Based on parkes error grid analysis, the bias between the two results is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.